Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rising thresholds were noted on the leadless implantable pulse generator approximately five days post implant. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.